Event description:
Automated external defibrillator would not shock and continued to alarm that pads were not connected when they were. Attempted multiple times also with change of pads and it would not shock each time. New defibrillator obtained and existing pads connected and issue was resolved.